Manufacturer narrative:
(B)(4). The traveler rx is currently not commercially available in the us; however, it is similar to a device sold in the us. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a concentric lesion located in the high lateral (hl) off of the left circumflex coronary artery with mild tortuosity, moderate calcification and 100% stenosed. It was reported a non abbott guide wire (gw) initially crossed the lesion. During advancement, the 1.2 x 12 mm traveler rx balloon dilatation catheter (bdc) met resistance with the patient anatomy. To allow further advancement of the balloon catheter, the vessel was dilated several times. The balloon catheter was then fully deflated to continue advancement, without resistance, and crossed the lesion. The lesion was successfully predilated and after use, the balloon was retracted into the guide catheter for removal. An additional parallel gw was then advanced for stent deployment. When attempting to remove the balloon catheter from the patient anatomy, it became stuck on the gw and could not be removed; therefore, both devices were removed from the patient anatomy as a single unit. The procedure was completed after deploying two xience stents. There was no reported clinically significant delay in the procedure. There was no adverse patient effect. No additional information was provided.

Manufacturer narrative:
(B)(4). Visual, dimensional and functional inspections were performed on the returned device. The difficulty to remove could not be confirmed. The physical resistance could not be replicated in a testing environment as it was based on operational circumstances. The investigation was unable to determine a conclusive cause for the reported difficulty to remove; however the physical resistance and additional treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot revealed no other incidents reported for difficulty to remove and physical resistance. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.